Event description:
During a cardiac arrest resuscitation attempt, a zoll medical AED incorrectly identified a organized rhythm as shockable and charged for energy delivery. The shock was not delivered.